Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drug being delivered was bupivacaine with an unknown dose and concentration. The reason for use was non-malignant pain. The hcp received a call from the patient stating her pump was alarming. The patient missed a refill of the pump. The caller believes the pump reservoir is empty, as she was supposed to have a refill on (B)(6) 2019. The patient is coming into the office today (B)(6) 2019. It was discussed to interrogate the pump to confirm the actual alarm. They also discussed if the pump reservoir is empty to refill the pump, consider dosing, no priming, monitor for efficacy and volume discrepancy. ¿cap aspiration and tcv priming if this is done.¿ they could not troubleshoot during the call due to lack of access to the product. There were no symptoms reported. Additional information was received from the hcp on (B)(6) 2019. It was reported that the patient was in for a refill. The caller wanted to confirm there was nothing more she needed to do. Technical services confirmed the hcp adjusted the low reservoir alarm volume. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2019-mar-04. The patient¿s weight was reported. There were no further complications reported/anticipated.